Event description:
It was reported regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, that fluorouracil drugs were used to inject in chemotherapy but there were cracks in the pipes that caused the chemotherapy drugs to spill. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
Additional information in b5. D9 device returned to manufacturer on 6/13/2025. Investigation summary one (1) used device was received for inspection. Evaluation found the customer complaint of drug leakage to be confirmed. The probable cause is due to insufficient solvent coverage during assembly in costa rica. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event was noted after 25 hours of infusion. Flow rate: 20ml/hr. The leakage position: distal end of the tube. The leaked drug was observed on bed sheet and patient¿s cloth, but no direct contact with patient skin. There was no drug exposure to healthcare provider.